Event description:
It was further reported that the controller loss of power was suspected to be due to an accidental double disconnect of power sources by the patient. The patient was reported to be doing well.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's ventricular assist device (vad) exhibited a motor start event with parameters outside of the typical range and the controller exhibited an unexpected loss of power. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿ 2.0 controller; d4: model #: 1420/ catalog #: 1420/ expiration date: 31-aug-2018/ serial or lot#: (B)(6) UDI #:((B)(4); d9: no; h3: no; h4: mfg date: 31-aug-2017; h5: no; h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) hw31783 and the controller ((B)(6)) were not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed three (3) controller power up events logged 18/jul/2022 at 01:51:13, on 11/nov/2022 at 06:57:02, and on 19/nov/2022 02:26:36.of note, the data log file covering the first power-up event was not available. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. The data point prior to the second loss of power revealed that bat653683 was connected to power port one (1) with 97% relative state of charge (rsoc) and a power adapter was connected to power port two (2) . The data point recorded after the second loss of power revealed that bat653683 was connected to power port one (1) and ba t653690 was connected to power port two (2). The data point prior to the third loss of power revealed that a power adapter was connected to power port one (1) and bat588308 was connected to power port two (2) with 88% relative state of charge (rsoc). The data point recorded after the third loss of power revealed that a power adapter was connected to power port one (1) and bat653683 was connected to power port two (2). No anomalies were observed leading up to the losses of power. The controller was without power for 13, 24, and 10 seconds respectively. Log file analysis revealed motor start events recorded on 18/jul/2022 at 01:51:21 and on 11/nov/2022 at 06:57:07 in which the motor start parameters were atypical. As a result the reported events were confirmed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: d1: controller d4: (B)(6)h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.